Event description:
During a stroke case, a neuron max would not pass through the patient's groin during access. No injury to the patient. A different catheter was used for access and the case continued.

Manufacturer narrative:
Result: the neuron max 088 tip shows minor scuff marks on the distal end of the extrusion. The outer diameter of the most distal 10 cm of the catheter was taken and the maximum diameter was found to be 0.12023" at the marker band where the distal tip was damaged. The dilator tip appears to be in good condition. Conclusion: the device was returned for analysis and has been evaluated. The complaint states that the neuron max could not be inserted during the procedure. The neuron max distal tip appears to be damaged. The outer diameter and the damaged portion measure 0.12023". The maximum diameter of this section of the catheter should be (B)(4). Therefore, the damage to the distal tip of the catheter increased the od to beyond the range of the product specifications. This damage likely occurred due to multiple attempts made to insert the catheter during the case. However, the dilator tip is in good condition. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.